Event description:
A caller reported an issue with incorrect pump time and date settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and date, educating them that an incorrect date may affect uploads or reports but not insulin delivery. The caller was advised to monitor for any further time discrepancies and acknowledged the guidance provided.